Event description:
No changes.

Manufacturer narrative:
Manufacturer evaluation: aesculap inc. Previously reported, that a supplier corrective action request (scar) was initiated, due to an adverse trend observed, for devices exhibiting failure at the thumb-loop assembly joint. The supplier evaluated the malfunction by looking at devices with a lot number beginning with "m". As a result of their findings, the push rod fixture was redesigned to increase the clearance, which ensured that the fixture appropriately stressed the entirety of the soldering joint. Upon implementing the new fixture, the supplier tested returned non-conforming samples. And verified, that the soldering no longer hung up on the new fixture, as had been observed on the previous one. The complaint device was returned to the manufacturer for physical evaluation. A visual examination was performed. Which confirmed, separation at the proximal weld. While the device displayed a clear failure mode, the lot number was not reported. Therefore, the supplier was unable to substantiate this as being a supplier manufactured device. As a result, the investigation failed to confirm, that a production problem resulted in the reported event, or that the complaint device exhibited the known thumb-loop assembly joint weld issue. Therefore, a definitive conclusion regarding the complaint incident was not able to be determined. An investigation of the device manufacturing records was not able to be conducted by the manufacturer, as lot # of the device in question was not known. However, all device history records (DHR) are reviewed and released, according to documented procedures. And a device is not released, if it does not meet requirements or is nonconforming. In addition to a supplier corrective action request (scar) being initiated, a field safety notice, was issued to all customers requesting them to stress the proximal weld integrity of the device, as a result of the supplier evaluation. Finally, a corrective action/preventive action (CAPA) was opened by aesculap inc. For further evaluation of the design transfer of this device.

Manufacturer narrative:
Preliminary investigation: as a result of an adverse trend for devices exhibiting failure at the thumb-loop assembly joint, a supplier corrective action request (scar) was initiated. The malfunction was evaluated by the supplier by looking at devices with a lot number beginning with "m." As a result of their findings, the push rod fixture was redesigned to increase the clearance, which ensured that the fixture appropriately stressed the entirety of the soldering joint. Upon implementing the new fixture, the supplier tested returned non-conforming samples, and verified that the soldering no longer hung up on the new fixture, as had been observed on the previous one. In addition to this scar, a corrective action/preventive action (CAPA) was opened by aesculap inc. For further evaluation of the design transfer of this device. Additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with a prestige grasper. It was noted that device failed during the field safety tug test. Additional information was not provided.